Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician experienced difficulty placing the right ventricular (rv) lead in the left bundle branch area pacing (lbbap) position. The first two attempts were unsuccessful as it was impossible to penetrate the septum. The rv lead was removed after each attempt to clean the helix. On the third attempt, the rv lead went through the septum, but the lbbap parameters were not good. The physician unscrewed the rv lead, took it out to clean the helix, and it was noted the helix was bent. The rv lead was not used, and an alternative rv lead was implanted slightly lower on the septum successfully. No patient complications have been reported as a result of this event.